Event description:
The event is reported as: after being in a pt for eight days, the device became pliable and kinked below the suction port. A suction catheter was not able to pass through the et tube. It was also stated this kinking reduced ventilation to the pt. No injuries reported.

Manufacturer narrative:
No sample or lot # available, therefore MFR unable to do an investigation. If sample or a lot # becomes available, a follow-up investigation report will be sent.